Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition other than a scratched screen. Review of the device data log did not result in any findings. Functional testing included use testing. The pump was powered on and the "double beep no cassette attached" alarm was duplicated. The downstream occlusion sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause was determined to be the downstream occlusion sensor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep for no cassette alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the pump had a scratched screen. No adverse patient effects were reported.

Event description:
Additional information received, no patient involvement occurred during testing.